Manufacturer narrative:
The device was received by the (B)(6) service center and an evaluation was performed. Review of the device log confirmed that the occurrence of system fault 188. The device is currently being returned to the manufacturing facility for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 188) error message. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the occurrence of system fault 188 during start-up and system faults 218, 219, 74, 195. Performance testing could not reproduce the system faults. The investigation determined that the device failures were due to a contaminated main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).